Event description:
Caller alleged discrepant results with inratio versus lab. Date: 2009, inratio: 2.6, lab: 3.6; 2009, 2.1, 2.6; 2009, 2.1, 3.1. Pt has been on coumadin for 4 years and just started to use inratio in 2009. Her therapeutic range is 2-3. All lab draws were within one hour of the inratio test. No medication change, no coumadin dosage change. Pt has no bleeding symptoms.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 2.6, lab: 3.6, mean: 3.10, confidence limits: 1.9-4.6; 2009, 2.1, 2.6, 2.35, 1.6-3.4; 2009, 2.1, 3.1, 2.60, 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values were within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. As of today, no product is expected to return. No further investigation will be required. No corrective action is required as no product deficiency was established.